Manufacturer narrative:
The device evaluation found the maintenance unit inlet plug was damaged. Based on the results of the investigation, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, it was observed that the inlet plug was damaged. There was no patient involvement.